Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as 5 ml of cleaner leaking from under the instrument onto the counter. The leak did not impact any electrical or optical performance of the instrument. The customer could not identify the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing a lab coat, gloves and eye glasses when the leak was identified. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak in the tubing through pinch valve vl61. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).